Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade ii. Device explanted.

Manufacturer narrative:
Health effect - impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, wear abrasion, crease fold, weight to the spec. A microscopic analysis was performed which identify crease smooth opening on radius, and stress marks. Based on the device analysis the final assessment is a smooth crease opening on radius assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.